Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain") and pelvic pain ("physical pain/pelvic pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, vaginal infection, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2014, (B)(6) 2014. Patient received treatment for events ¿ abdominal pain, pelvic pain, general abnormal bleed, migration, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, psych injury, general abnormal bleed, migration, vaginal infection were added. Patient information were added. Outcome of pelvic pain updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: surface of the uterus,') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, cramp in lower abdomen, anemia, metrorrhagia and spontaneous abortion. Current weight 143 lbs. Concurrent conditions included right lower quadrant pain, bacterial vaginosis, low back pain, unilateral leg pain, perineal pain, grand multiparity and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), depression ("psych injury/ depression"), pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, vaginal infection, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of removal-(B)(6) 2018, (B)(6) 2018. Patient received treatment for events ¿ abdominal pain, pelvic pain, general abnormal bleed, migration, vaginal infection essure device was dislodged and 4 coils were seen. On the opposite ostium, 2 and 3 coils were present at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.8 kgs. Abdominoplasty - on (B)(6) 2018: essure devices are in cornua of uterus hp at surface of uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, abdominal pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. Reporter's information added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: surface of the uterus,') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, cramp in lower abdomen, anemia, metrorrhagia and spontaneous abortion. Current weight 143 lbs. Concurrent conditions included right lower quadrant pain, bacterial vaginosis, low back pain, unilateral leg pain, perineal pain, grand multiparity and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), depression ("psych injury/ depression"), pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, vaginal infection, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2018, (B)(6) 2018. Patient received treatment for events ¿ abdominal pain, pelvic pain, general abnormal bleed, migration, vaginal infection essure device was dislodged and 4 coils were seen. On the opposite ostium, 2 and 3 coils were present at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.8 kgs. Abdominoplasty - on (B)(6) 2018: essure devices are in cornua of uterus hp at surface of uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, abdominal pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: surface of the uterus,') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, cramp in lower abdomen, anemia, metrorrhagia and spontaneous abortion. Current weight 143 lbs. Concurrent conditions included right lower quadrant pain, bacterial vaginosis, low back pain, unilateral leg pain, perineal pain, grand multiparity and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), depression ("psych injury/ depression"), pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, vaginal infection, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2018. Patient received treatment for events ¿ abdominal pain, pelvic pain, general abnormal bleed, migration, vaginal infection essure device was dislodged and 4 coils were seen. On the opposite ostium, 2 and 3 coils were present at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.8 kgs. Abdominoplasty - on (B)(6) 2018: essure devices are in cornua of uterus hp at surface of uterus. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, abdominal pain, dysmenorrhea and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Event verbatim was updated as migration/migration of essure device location of device: surface of the uterus. Event onset date was added. Reporter information was updated, patient history, lab data and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.